Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable. The reporter indicated that the pump was silenced, and it indicated that it stopped. The pump setting was reviewed and started but it started alarming no disposable. It was also reported that clamp was closed. Cassette was removed, tapped, tubing massaged and replaced, then pump was powered on, but the alarm continued. No patient consequences were reported. No adverse effects were reported.